Event description:
The customer reported having high blood glucose while using recalled strips. The caller stated that she pays for strips with the blood glucose meter she is using, but she does not want to pay for them anymore and decided to enter her blood glucose in the insulin pump. Her blood glucose dropped and the boyfriend called the paramedics to her house. The customer stated that she was not talking and bites her tongue. The caller stated that she did not eat and took too much insulin. Offered to troubleshoot, but the customer does not feel the insulin pump was the issue. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.